Event description:
It was reported that the patient presented with auto inflation issues, the patient was not able to deflate the inflatable penile prosthesis (ipp). A revision surgery was performed and it was observed that a capsule formed around the reservoir, therefore, fluid was not transferred. The pump worked well but the doctor decided to replace the reservoir and pump. The patient had a good outcome.